Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. Upon evaluation, the driven ground relay resistor r781 was open on the computer / analog board. There is no indication that the damage caused or contributed to the patient's death. The lifevest was able to deliver five full energy appropriate shocks. The damage occurred during resuscitation efforts. Device evaluation of belt sn (B)(4) was completed. The belt was fully functional and able to detect and treat. Device manufacture date: monitor; electrode belt: 05/2012.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll representative contacted zoll to report that a (B)(6) patient passed away while wearing the lifevest. The patient was reportedly found unconscious and the monitor alerted that a treatment was delivered. The emergency physician performed resuscitation attempts, but the attempts were unsuccessful. Review of the event indicates that the patient experienced an appropriate defibrillation event consisting of five shocks during multiple episodes of vf. The arrhythmias were converted briefly by the first, third, and fourth shocks, before transitioning back into vf. The final shock was unable to convert the patient's rhythm. Use of the response buttons before the fourth treatment delayed the treatment by about 7 minutes. There is no information provided on who pressed the response buttons.